Manufacturer narrative:
.

Event description:
It was reported to philips that the device was not working and keeps beeping. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.